Event description:
The customer reported the system displayed a generator error. This error will shut down the system. No patient injury was reported.

Manufacturer narrative:
A ge representative evaluated the system and reloaded software, performed a filament calibration and cleaned and regreased the high voltage candlestick connectors. The system operates as intended.